Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pain ("chronic pain") in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criterion medically significant), migraine ("migraines"), menorrhagia ("excessive and abnormal bleeding during menstruation") and dysmenorrhoea ("painful menstruation"). At the time of the report, the pain, migraine, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, migraine and pain to be related to essure. The reporter commented: physician has recommended surgical removal of the device and she has scheduled it for (B)(6) of 2018. Further company follow-up with the consumer and lawyer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and pain ('chronic pain') in an adult female patient who had essure (batch no. 758631, 810879) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), menorrhagia ("excessive and abnormal bleeding during menstruation/menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("painful menstruation/dysmennorhea (cramping"), dermatitis allergic ("allergy : rash/skin condition"), abdominal pain ("abdominal, pain"), fatigue ("fatigue,") and nervous system disorder ("nuero condition/problem") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy full),salpingectomy (unilateral and surgery to remove essure will be on (B)(6) of 2018.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pain, migraine, menorrhagia, dysmenorrhoea, dermatitis allergic, abdominal pain, weight increased, fatigue and nervous system disorder outcome was unknown. The reporter considered abdominal pain, dermatitis allergic, dysmenorrhoea, fatigue, menorrhagia, migraine, nervous system disorder, pain, pelvic pain and weight increased to be related to essure. The reporter commented: discrepancy noted insertion of date- (B)(6) 2011, 2009 she received treatment for pelvic/ abdominal, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding), lot number: 758631 manufacturing date: 2010-07 expiration date: 2013-07. Lot number: 810879 manufacturing date: 2010-12 expiration date: 2013-12. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 29-jan-2021: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and pain ('chronic pain') in an adult female patient who had essure (batch no. 758631/810879) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), menorrhagia ("excessive and abnormal bleeding during menstruation/menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("painful menstruation/dysmenorrhea (cramping"), dermatitis allergic ("allergy : rash/skin condition"), abdominal pain ("abdominal, pain"), fatigue ("fatigue,") and nervous system disorder ("nuero condition/problem") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy full),salpingectomy (unilateral and surgery to remove essure will be on (B)(6) 2018.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pain, migraine, menorrhagia, dysmenorrhoea, dermatitis allergic, abdominal pain, weight increased, fatigue and nervous system disorder outcome was unknown. The reporter considered abdominal pain, dermatitis allergic, dysmenorrhoea, fatigue, menorrhagia, migraine, nervous system disorder, pain, pelvic pain and weight increased to be related to essure. The reporter commented: discrepancy noted insertion of date- (B)(6) 2011, 2009 she received treatment for pelvic/ abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), further company follow-up with the consumer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 25-jan-2021: plaintiff fact sheet received. Reporter added. Essure lot number added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and pain ('chronic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), menorrhagia ("excessive and abnormal bleeding during menstruation/menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("painful menstruation/dysmennorhea (cramping"), dermatitis allergic ("allergy : rash/skin condition"), abdominal pain ("abdominal, pain"), fatigue ("fatigue,") and nervous system disorder ("nuero condition/problem") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy full),salpingectomy (unilateral and surgery to remove essure will be on (B)(6) of 2018.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pain, migraine, menorrhagia, dysmenorrhoea, dermatitis allergic, abdominal pain, weight increased, fatigue and nervous system disorder outcome was unknown. The reporter considered abdominal pain, dermatitis allergic, dysmenorrhoea, fatigue, menorrhagia, migraine, nervous system disorder, pain, pelvic pain and weight increased to be related to essure. The reporter commented: discrepancy noted insertion of date- (B)(6) 2011, 2009 she received treatment for pelvic/ abdominal, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding). Further company follow-up with the consumer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 13-sep-2019: pfs received: event pelvic/ abdominal pain, allergy : rash/skin condition, fatigue, nuero condition/problem, weight gain added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pain ("chronic pain") in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), menorrhagia ("excessive and abnormal bleeding during menstruation") and dysmenorrhoea ("painful menstruation"). The patient will be treated with surgery (surgery to remove essure will be on (B)(6) 2018.). At the time of the report, the pain, migraine, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, migraine and pain to be related to essure. The reporter commented: physician has recommended surgical removal of the device and she has scheduled it for (B)(6) 2018. Further company follow-up with the consumer and lawyer is not possible. Most recent follow-up information incorporated above includes: on 6-mar-2018: after internal company review the narrative was amended. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.